Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements, less than 200 ohms. There was no noise observed. Technical services (ts) was consulted and offered troubleshooting and programming options. Upon review, the rv lead has been exhibiting a gradual decrease in impedance measurements since the lead was implanted. Subsequently, the health care professional (hcp) brought the patient into the clinic for further evaluation and troubleshooting. Appropriate sensing and normal threshold measurements were confirmed. Technical services recommended consulting with an electrophysiologist. The rv lead remains in service at this time. No adverse patient effects were reported.